Event description:
Set-up with 250ml bag of sodium nitroprusside in anticipation of possible need, post-bypass, for an open heart procedure. Circuit purged with the solution and threaded through pump control channels. Pump door closed and thumb wheel valve opened while the pump was kept off, leaving the circuit ready for immediate access upon request.patient bp noted to be decreasing. Later noted that all 250ml had passed through the pump into the patient, although the pump was turned off.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.